Event description:
Reportedly, this morning we had a replacement at the (B)(6) hospital. During the implant, the connection between the talentia and the programmer was lost twice. Dr. (B)(6) comments that this has happened on more occasions and that it is unacceptable that this happens in implants, and that if it happens again, he will stop implanting our devices. He says that the next time he implants a device he must be sure that it will not fail again.

Event description:
Reportedly, this morning we had a replacement at (B)(6) hospital. During the implant, the connection between the talentia and the programmer was lost twice. Dr. (B)(6) comments that this has happened on more occasions and that it is unacceptable that this happens in implants, and that if it happens again, he will stop implanting our devices. He says that the next time he implants a device he must be sure that it will not fail again.